Event description:
An attempt was made to deploy a 30 mm diameter x 30 mm length driver rx coronary stent into a pt. The target lesion, located in the lad # 7, was described as excessively tortuous with severe calcification and 99% stenosis and was pre-dilated. It was reported that the physician had to use two guide wires for add'l support when delivering the pre-dilation balloon and that the balloon (other MFR) ruptured during the pre-dilation. Communication from the field confirmed that, some resistance was encountered and that some force may have been applied to the device during delivery; however, the relevant device was stuck with the proximal part of the calcified lesion and upon withdrawal from the pt body, some deformations of the stent strut was confirmed.

Manufacturer narrative:
Eval summary: medtronic has received the device and its analysis has been completed. The stent, although positioned on the balloon as per spec, was noted to be damaged. The first proximal stent segment was raised, deformed, and pulled distally. (B)(4) other (stent deformed in vivo during positioning). Eval: results: (calcification), (force used). Conclusion: (calcification), (force used).